Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that experienced low blood glucose level. Customer¿s blood glucose level was 50 mg/dl at the time of incident and current blood glucose level was 88 mg/dl. Customer's other relevant blood glucose level was 150 mg/dl. Customer was treated low blood glucose with food. Customer also stated that the insulin pump had pump error hardware low level failures. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Self test was performed and did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures error alarms are confirmed in device history file due to a broken trace at keypad assembly. No device test failed alarms noted during testing.